Manufacturer narrative:
Concomitant product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator for reflex sympathetic dystrophy/causalgia-complex regional pain syndrome. It was reported that the patient's stimulator and lead which was implanted on (B)(6) 2011 was removed due to an infection with (B)(6). Information regarding the time frame, intervention, symptom and diagnostics regarding the event was not provided. Follow up has been conducted to obtain this information and if additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65 (B)(4) implanted: (B)(6)2011 explanted: (B)(6)2011 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the explanted components were tossed. They had 3 or 4 incisions/drainage to try to clean the area.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2019. The patient said at one point they had five stim devices. A couple had to be removed because of mrsa. The mrsa was found in (B)(6) 2011 and the device was removed in (B)(6) 2011. No further complications were reported/are anticipated.